Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad inoperable with three or four keys that did not function at all. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the event occurred on (B)(6) 2018. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported three or four keys on keypad inoperable which was reproduced during evaluation. The reported symptom was found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.